Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy. Upon interrogation, the device was found to be in reset mode and could not be restored. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported backup vvi was confirmed in the laboratory and was due to a power-on reset. The power-on reset was due to low battery voltage caused by a large number of high voltage charges. Review of the memory map indicated that the charges and reported inappropriate therapy delivery were caused by noise. The cause of the noise could not be determined.

Event description:
Addition information received indicated that prior to explant, the device was unable to be interrogated.